Event description:
Customer reported an unknown cause for high blood glucose levels, with both the continuous glucose monitor and blood glucose meter displaying values as ¿high.¿ a correction injection as well as a correction bolus via the pump were administered to address the bg. Technical support instructed the customer to inspect various components, but no issues were initially found. Customer was advised to replace supplies as necessary and continue with insulin therapy.